Manufacturer narrative:
Product event summary post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Product analysis #701735147:post market vigilance (pmv) received one endo gia* ultra universal short stapler opened by the account without the packaging. The visual inspection of the returned product noted. The instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. Pmv performed functional testing. The instrument was successfully loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracic procedure, the clamp of the staple didn't work. The staple was not able to fire. The jaws did not lock on tissue. Another device was opened to resolve the issue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.